Event description:
Additional information was received from the patient. They reported that they had an x-ray of stimulator on (B)(6) 2024. They saw hcp end of oct for follow up, 2024-oct-22 by phone. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Reason for call was patient stated they fell on that side march 16th and recently have been experiencing back pain again that started the first week of may. Patient states when they turn the stimulation off it seems to ease the pain but when they turn the stimulation on the pain comes back. Patient mentioned when they walk they get so uptight and are not relaxing when they walk bringing a little pain to their back. Patient was wondering if there was any damage and how long the implant lasts. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they fell and stimulator has moved because they fell twice on their device and each time jarred it. The issue was not yet resolved, they have an appointment coming up and will call rep to be there.